Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the unit has no alarm at power up at 6113 hours. No alleged consumer involvement.